Manufacturer narrative:
Final analysis found the pulse generator in backup mode due to device battery voltage dropping below end of life (eol) level. This was due to normal battery depletion. After replacing the battery and downloading the product code, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted and replaced.